Event description:
Per the returned paperwork, the electrode array was folded over in the patient's cochlea. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, this type of event addressed in the device labeling.